Event description:
It was reported that there was a shocking or jolting sensation. The reporter stated that the patient had two falls this past summer. It was noted that the last fall was in july. It was reported that there had been intermittent shocking sensations below the device area for the past month. It was noted that the shocking sensation occurred when the patient was washing his car. The reporter stated that the shocking sensation could not be reproduced on the day of the report with stimulation on or off. A day later, it was reported that all device impedances were within normal limits. No malfunctions were seen and the cause of the issue wasn't determined. No interventions were taken or planned. The reporter stated that the patient was receiving effective therapy.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4),: product type programmer, patient. (B)(4).